Event description:
According to the event description: on (B)(6) 2026, midnight, giving the night antibiotic (co amoxiclav 1.2g diluted with sodium chloride 0.9%), order carried out and scheduled onto the machine vtbi: 100mls, time: 30min, rate: 200ml/hr. After 30min - only 30 mins infused. 70mis still in burette.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). The investigation is based on the history files provided because the sample involved was not received for investigation. On the (B)(6) 2026 the space line was selected at 11:48:31pm. A vtbi of 100ml and a time of 30 minutes were set. The therapy started with a flow rate of 200ml/h at 11:49:52pm. After starting three pressure upstream alarms raised at 11:49pm, 11:50pm and 11:51pm. At 11:51:29pm the door was opened, and the space line was selected again at 11:53:02pm. Another pressure upstream alarm raised again after starting at 11:53pm. After starting no pressure upstream alarm occurred again. At 12:22:22am the vtbi therapy was finished. After confirming the alarm, a new vtbi of 70ml was set at 01:21:03am. The infusion started again. After starting the pressure upstream alarm was raised again. After that alarm the therapy was stopped. The door opened at 01:24:31am and the pump was turned off at 03:41:25am. No user programming error was found in the log files. Conclusion. As no sample was provided for investigation, the reason for the malfunction could not be detected and therefore, the defect is considered as not confirmed. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.